Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pilot 150 guide wire was advanced and a 2.0 x 08 mm mini vision stent was deployed in the diagonal lesion. The pt's blood pressure dropped and a perforation was noted in the diagonal branch. The pt had pericardium effusion and is being monitored. The pt had blood transfusions. The perforation was not initially noted; however, after taking a closer look at the cine of this case, the perforation occurred during advancement of the pilot 150 guide wire. The pt was discharged from the hospital in 2009. No add'l event or pt info is available.